Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high and undefined pacing impedances, and occasional noise. At the cardiac resynchronization therapy defibrillator (crt-d) downgrade procedure the physician stated that the lead was not seated in the header and upon examination there was only noise witnessed on the rv sensing channel. The rv lead was capped and not replaced. The crt-d was explanted and replaced with a crt-p (cardiac resynchronization therapy pacemaker). No patient complications have been reported as a result of this event.